Event description:
It was reported that an unspecified number of syringe 3ml ll w/ndl 25x5/8 rb experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: material no.: 309570, batch no.: 9140825. Verbatim: 1 1/2 needles in 5/8 box.

Manufacturer narrative:
Investigation summary: one 100-count box from batch 9140825 (p/n 309570) containing one hundred 3ml syringe with needles in blister packs from batch 9071827 (p/n 309582) were received and evaluated. It was observed the box was received open and appeared to have been resealed. It was also observed the product inside the box did not match the label on the box and was rejectable per product specification. Potential root cause could not be determined. At this time, no corrective actions are necessary. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 3ml ll w/ndl 25x5/8 rb experienced incorrect label information which was noted prior to use. The following information was provided by the initial reporter: material no.: 309570 batch no.: 9140825. Verbatim: 1 1/2 needles in 5/8 box.